Event description:
It was reported that the patient had no hearing since mid of 2014. The patient attended ear cleanings on a regular basis.

Manufacturer narrative:
No UDI available. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.